Manufacturer narrative:
On 15-aug-2025, bwi received additional information indicating that there were no patient consequences resulting from the event. The procedure was completed with a new catheter. Nothing could be done to troubleshoot as the tip of the catheter was broken. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the tip of the catheter broke while trying to pass it through the vizigo sheath despite no apparent abnormality. The catheter was not pre-shaped. There were no lifted rings, sharpened rings, or exposed wiring. The medical team did not experience resistance or difficulty in inserting or withdrawing the device. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-oct-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the tip of the catheter broke while trying to pass it through the vizigo sheath despite no apparent abnormality. The catheter was not pre-shaped. There were no lifted rings, sharpened rings, or exposed wiring. The medical team did not experience resistance or difficulty in inserting or withdrawing the device. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and dimensional test of the returned device were performed. Visual inspection was performed and the pebax was found broken. In addition, a microscopic examination was performed and the second electrode was observed lifted and displaced which caused a separation between pebax and electrode section. Additionally, a greenish foreign material was observed on electrode two and pebax area. A dimensional test was performed and the device outer diameters (od) were found within specifications. A scanning electrode microscopy study was performed to further analyze the foreign material observed, and it was found that the foreign material could be related to copper oxidation. The origin of the foreign material observed could be related to oxidation of the copper wire in the electrode. A manufacturing record evaluation was performed for the finished device lot number 31516183l and no internal action was found during the review. The broken tip reported by the customer was confirmed. The potential cause of this issue could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. The foreign material observed is unrelated to the issue reported and could be related to the device shipping process; however, this cannot be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).